Event description:
A high readings issue was reported with the adc device. A healthcare professional (hcp) reported a high sensor scan of 262 mg/dl compared to an hcp meter result of 98 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced a symptom of dizziness and had contact with an hcp who administered glucose as a treatment for the diagnosis of hypoglycemia. It was further reported, a glucose reading of 102 mg/dl was obtained on the hcp meter which was taken with an interval of 1h30 from the initial 98 mg/dl reading. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A healthcare professional (hcp) reported a high sensor scan of 262 mg/dl compared to an hcp meter result of 98 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced a symptom of dizziness and had contact with an hcp who administered glucose as a treatment for the diagnosis of hypoglycemia. It was further reported, a glucose reading of 102 mg/dl was obtained on the hcp meter which was taken with an interval of 1h30 from the initial 98 mg/dl reading. There was no report of death or permanent injury associated with this event.